Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the water jet tube deformed, the u/d knob loose, the distal body worn out, the r/l lock knob hard to move, the insertion flexible tube (ift) bump, the angle wire grinding, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.